Event description:
Philips received a complaint by the customer on the v60 indicating that the unit did not turn on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit did not turn on. A restart was performed, and the unit was back to functioning as expected. The investigation is ongoing.

Manufacturer narrative:
The unit was returned to the customer as requested by the customer. The reported issue was unable to be reproduced with a running test. No abnormalities were found in an inspection. The device passed required performance verification tests by philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.